Event description:
Caller reported a malfunction on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset prior to calling and was able to continue using the pump. Customer service instructed the caller to reach out again if the malfunction code recurred, which the caller understood.